Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer had been hospitalized twice for diabetic ketoacidosis twice within the last two years. No further details were given. The patient was reported to have been doing okay now and she did not want follow up correspondence. No products were shipped or returned.